Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient felt dizzy. The patient was implanted for obsessive compulsive disorder and they have had a few improvements of their symptoms during the day, but they felt dizzy. The patient did not feel any shocking or jolting even after the hcp palpated the system. The implantable neurostimulator (ins) was checked and impedances were measured to be quite high around 5,000 ohms. No further patient complications were anticipated. The patient's indication for use is obsessive compulsive disorder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the high impedances were still trying to be determined. An x-ray was done, but it did not show any failure of the extension. The patient did not experience any falls or trauma. No additional diagnostics or troubleshooting was done. The issue was not resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# 0208262330 implanted: (B)(4) 2014 explanted: product type lead product ID (B)(4) lot# 0208262331 implanted: (B)(4) 2014: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the cause of the patient feeling dizzy was possibly an impact from a car accident in (B)(6) 2016. The patient did not have any injuries from the car accident. X-rays were done and they were normal. The implantable neurostimulator (ins) was checked and no issues were found. Impedances were normal and the issue was resolved.